Event description:
The reporter indicated the surgeon implanted a 13.7mm vticmo13.7 implantable collamer lens in the patient's right eye (od) on (B)(6) 2014. The lens was explanted on (B)(6) 2014 due to excessive vaulting. The lens was not exchanged for another lens.

Manufacturer narrative:
(B)(4). Evaluation codes: method - (other): work order search, medical review results - (other): a lens work order search was performed and no similar complaints were found within the work order. Medical review - review of the file indicates that the lens was not implanted in accordance with the dfu requirements (e.g. Patient age below 21 or over 45 years, acd below 2.8mm for icl/ticl and below 3.0mm for vicl/vticl, keratoconus, pregnant or nursing patients, patients with low/abnormal corneal endothelial cell density, fuchs dystrophy or other corneal pathology, patients who are amblyopic or blind in the fellow eye). Off-label use of the device, no clinical data can support the complaint event(s) or the effect(s) on the efficacy and safety of the device. This information has been communicated to the medical advisor of staar surgical and to the surgeon in case of severe deterioration of patient health. Conclusions -(no conclusion can be drawn): based on the complaint history, medical review and work order search, a specific root cause of the event could not be determined. (B)(4).